Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient receiving intrathecal gablofen (2,000 mcg/ml at 800 mcg/day) via an implanted pump for an unknown indication for use. It was reported that the device was functioning properly but the patient was reporting an increase in lower extremity symptoms. The plan was to go into the lumbar incision and pull the existing catheter down from t8 to t10. Positive catheter aspiration was done immediately prior to surgery. The pump reservoir was washed with normal saline before adding new medication the pump. A catheter access port (cap) priming bolus was programmed with a duration of 18 minutes. The hcp then aspirated the catheter every 5 minutes and at completion of priming bolus to remove old medication from the internal tubing. A second cap priming bolus was then programmed to move the new drug to the tip of the catheter. The hcp opened up the lumbar incision and dissected down to the existing catheter and anchor. They cut the sutures that were securing the bi-wing anchor, and then under c-arm imaging, he pulled the intrathecal catheter from t8 to t10. The anchor was then sutured back down. The incision was then irrigated and closed. The issue was resolved at the time of the report and the patient's status was "alive-no injury". The patient's weight at the time of the event was unknown. The patient's medical history consisted of multiple sclerosis. Additional information was received from a healthcare provider (hcp) and company representative (rep) reporting that the patient was having an increase in lower extremity spasticity secondary to multiple sclerosis. The hcp felt that the placement of the catheter tip at t8 was too high to optimally control the patient's lower extremity spasticity, so they moved the catheter tip down to t10.

Manufacturer narrative:
Continuation of d10: product ID: 8781, serial# (B)(6), implanted: (B)(6) 2013, product type: catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(6), ubd: 02-nov-2014, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.